Event description:
The customer observed discrepant free t4, total psa and tsh results generated on the alinity I processing module for patient samples. The following data was provided: free t4 results: sample ID (B)(6), initial = >5.00, repeat = 0.95. Total psa results: sample ID (B)(6) initial = 1.53, repeat =9.09, sample ID (B)(6) initial = 0.23, repeat =5.19, sample ID (B)(6) initial = 0.05, repeat =1.34. Tsh results: sample ID (B)(6) initial = 0.06, repeat = 2.25, sample ID (B)(6) initial = 0.00, repeat = 0.49, sample ID (B)(6) initial = 0.01, repeat = 0.38. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and replaced the trigger alinity ci sensor bsl, which resolved the issue. An instrument service history review for ai02619 revealed no additional tickets associated with discrepant/erratic results or message codes. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the alinity ci sensor bsl did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity ci sensor bsl, was identified.